Event description:
The patient was brought to the operating room and laid supine on the operating table. She was induced under general endotracheal anesthesia without complication. The abdomen was prepped and draped in sterile fashion. Timeout procedure was performed, and perioperative antibiotics were administered. During the procedure, the ligasure sealer/divider was used. However, the surgeon noticed that the device was not effectively cauterizing. In the areas where it was used, the area kept bleeding. The device was replaced with another one and the procedure continued and was completed without any further incident. No patient harm.